Event description:
Same case as manufacturer's #6000093-2005-00238, 6000093-2005-00239. It was reported that during a drug eluting stenting treatment procedure, an acute thrombosis occurred. That patient presented to the cath lab in stable condition. The patient was transferred from another hospital complaining of chest pains and st elevation. On arrival to the cath lab thrombolytics was already initiated. However,, patient's act was 150, therefore 5,000 units of heparin was administered. The lesion was 95% stenotic and heavily plaque in the mid portion of the right coronary artery (rca). The lesion had timi grade 2. In addition, the lesion looked ulcerated with possible aneurysm in the distal part. The left anterior descending artery (lad) was 70% stenotic and was to be treated at a later date. The rca lesion was pre-dilated with a 3.25 x 20 mm quantum maverick balloon. The act was then checked again and it was still 150, so another 5000 units of heparin was administered. After pre-dilation the physician successfully deployed a taxus express2 3.0 x 32 mm drug eluting stent over rca lesion. The stent was then post-dilated with a 3.25 x 20 mm quantum maverick balloon and the taxus stent was well apposed via angiography. Patient was chest pain free and was transferred to the floor. Three hours later the patient was experiencing chest pains and had high st segment elevation inn the inferior leads. Patient was brought back to the cath lab and was determined to have an acute thrombosis in the taxus stent. Act was checked and found to be below therapeutic levels, therefore 10,000 more units of heparin was administered. The physician believes that the patient might have many other clots in their system or hypercoagulation disorder thus causing patient act to be low. Reopro was started and a 3.5 x 20 mm maverick balloon was used to dilate the thrombus. After dilation the physician the physician noticed there might have been a type 1 dissection distal to the initial stent. The physician then decided to deploy a taxus express2 2.75 x 12 mm drug eluting stent over the dissection to successfully complete the procedure. The patient was experiencing 2 out of 10 chest pains, and returned to the floor where the physician suspect the taxus stents might have shut down and the patient expired. The patient was not returned to the cath lab. In addition, there will be no autopsy.